Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - misaligned staples was confirmed based upon the sample received. Visual inspection revealed that the first four staples were misaligned. Upon functional inspection, all staples were able to properly form and release. The stapler was disassembled, and further visual inspection revealed that the saddle spring was partially detached from the red pusher. A device history record review was performed, and no relevant findings were identified. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.